Manufacturer narrative:
(B)(4).

Event description:
It was later reported that preoperative oral antibiotics were administered. The patient¿s symptoms included pain. The infection was located in the device pocket and lead track. A staph infection was identified by culture of the device pocket. The infection resolved following total system explant.

Event description:
It was reported the left side device was removed due to an infection. The patient had another implantable neurostimulator (ins) implanted.

Manufacturer narrative:
Product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37712, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3550-29, lot # n156835, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type accessory; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type extension. (B)(4).